Event description:
A user facility clinical manager reported that a dialyzer blood leak. There was no patient injury, adverse events, or medical intervention reported at intake. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation. Additional information has been requested, however to date has not been received.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there were two other complaints reported against the lot. Both complaints address internal blood leaks (no samples). A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak. There was no patient injury, adverse events, or medical intervention reported at intake. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation. Additional information has been requested, however to date has not been received.